Manufacturer narrative:
No product was returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 month and 18 days post implant of this tricuspid annuloplasty ring, the ring was explanted and replaced with a mitral bioprosthetic valve implanted in the tricuspid position. The reason for replacement was due to persistent regurgitation. No additional adverse patient effects were reported.